Manufacturer narrative:
One 6fr angio-seal sts device was received for product evaluation. Returned with the carrier tube assembly and hemostatic sheath was the arteriotomy locator. The returned components were subjected to visual analysis that found blood like substance on all returned components. The device cap was in the rear lock position and mated with the hemostatic sheath. There was no indication of anchor or suture exposed at the distal tip of the hemostatic sheath. Closer analysis under microscopy a small portion of the anchor could be seen. Once it was identified that the anchor was still within the hemostatic sheath the device cap was moved into the forward lock position. The anchor did not post to the distal tip, but the hemostatic sheath developed a bend. Closer analysis of the carrier tube assembly found a kink in the tube located at approximately 0.459" from the distal portion of the device cap. The device cap was then moved into the rear lock position exposing the straightened kink. Based on the findings of the evaluation the complaint was able to be confirmed for pullout caused by a kink in the carrier tube assembly. Anchor detachment could not be confirmed since the presence of the anchor was able to be confirmed. It is likely the cause of the kink may have been improperly inserting the carrier tube assembly into the hemostatic sheath, damaged sustained during transportation, or weakened carrier tube material. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported there was no suture. The following information was provided by the user facility: after removal of the angio-seal system, the customer recognized that there was no suture inside the system; it is not clear if there was an anchor which is now left in the patient, or if there was no anchor in the system; no sonography control possible as there is no sonography available at the hospital; there was no significant blood loss; hemostasis was achieved by manual compression; and the patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.